Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as hypoglycemia. The customer high blood glucose level was 436 mg/dl, 125 mg/dl and the low blood glucose value was 58 mg/dl and 80 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump for high blood glucose and glucose for low blood glucose. Customer declined troubleshooting for high and low blood glucose and sensor error. The device will be returned for analysis.